Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported oversensing could not be conclusively determined. (B)(4).

Event description:
Non-sustained and post-paced t-wave oversensing were noted. Reprogramming of the device to resolve the issue is anticipated.